Event description:
Customer claims unit tipped with a patient on board emergency medical technicians attempted to turn the unit when the tread material came off a caster. Patient sustained head injury requiring stitches.